Manufacturer narrative:
The device was evaluated by the manufacturer and the customer's complaint was not confirmed. The device was able to switch modes with no problems. It was reported by the reporting facility that the patient was in distress prior to the reported event and was intubated because of respiratory distress and not the alleged malfunction of the device.

Event description:
The manufacturer received information alleging that while a patient was in respiratory distress a bipap vision would not change modes. The patient was intubated and placed on a ventilator.